Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that 1 device was used on the patient and the other 12 are representative samples that were opened and not used on the patient.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, it was found that the shape of the needle was taper point though it should have been a reverse cutting needle according to the specification. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Samples were returned for evaluation. During the visual inspection no defects were found on the packaging, the samples were opened and the labeled information in the paper lid belongs to the foil information. Also, the paper lid was removed and the needle/suture combinations were examined and it was noted that three of twelve needles were different to others. For this reason, a characterization was performed . Nine needle sutures combinations were related to a drill needle (40 mil) point type reverse cutting edge with vicryl undyed suture in diameter 2-0¿ and length 27¿ and according the characteristic, the samples belong to product code vcp869. However, three needle suture combinations, the needles were related to a drill needle, point type taper point with vicryl undyed suture in diameter 2-0¿ and length 27¿. According to the sample condition the assignable cause is mixed needles.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm that 1 device was used on the patient and the other 12 are representative samples that were opened and not used on the patient. All of the 13 packages were not used on the patient. Two of them were opened during the procedure, and the rest (11 packages) are the representative samples.